Event description:
It was reported that during a laparoscopic bypass procedure that the surgeon attempted to fire the device and there was no power when the firing trigger was pulled. Another device was used to complete the procedure. No patient consequences. Rep was present in case. No buttress use.

Manufacturer narrative:
(B)(4). Date sent: 11/14/2023. D4: batch # 351c66. Additional information has been received: "were any troubleshooting steps performed on the first device? Device was removed from the patient. Surgeon then articulated the device successfully and tried to fire on the back table but there was no power. The battery was then removed, reinserted and articulated again, successfully, but when pulling the firing trigger there was no power. Repeated this multiple times at the back table with the same result each time. " investigation summary:   the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. However, the event log could be downloaded. The device event log was reviewed. An event was found that caused the device to experience a false lockout event. The device can recover from this state by re-clamping the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling,  the pcb board was noted to be non-functional (the right art board cable damaged). Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the pcb board is potentially related to a manufacturing process. The condition noted on the event log has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 351c66, and no non-conformances were identified.